Event description:
A consumer reported experiencing glare which is "more of a shadow" following intraocular lens (iol) implant surgery. He was told by his surgeon that "this was part of the healing process" and was referred for a second opinion. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/12/2009 and 08/14/2009, and 09/04/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 09/11/2009.